Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, four clips conforming and nine scissor clips were fed. However, it could not be determined what may have caused the found scissor clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, it is reported the spr tried to fire the clip applier across the cystic artery but he noticed that the clip had malformed; it was misaligned (scissored). He then removed the clip applier and fired it outside of the patient and it fired fine. They opened a new clip applier and finished the case. There were no adverse consequences for the patient.